Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting indicated that the bolus totals do not match (>5% different). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/05/2017 with the following findings: a review of the black box data showed that the last basal delivery was on (B)(6) 2017. The total daily dose added up correctly and reflected the programmed basal rate target. The battery compartment and cap were undamaged and able to fit securely to the pump. Unrelated to the complaint, a review of the black box data and alarm history revealed call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) during power up that would not clear. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Further testing for a history settings issue was not able to completed due to the cs 069 call service alarm. The pump¿s cover was removed; no damage was found to the printed circuit board.